Event description:
Reporter noted significant corneal burn during procedure. Surgeon noticed white material coming out of the tip.

Event description:
Add'l info from customer noted wound was sutured to close. Pt had +20 diopters of astigmatism post-op. Prognosis was listed as mediocre.